Manufacturer narrative:
Two lf1737 were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found excessive amount of eschar on the devices seal plate. The customer reported a partial seal. The reported condition was not confirmed. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the devices to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that during a procedure, the lf1737 had an activation issue in which the device stopped working. The device would no longer seal even though end tones, indicating a complete seal cycle, were heard. There was no patient injury. The device was replaced with another lf1737.